Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) top right corner captive screw of pim broke during extraction. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The field service engineer (fse) replaced the pim assembly (0997-00-1178) and recalibrated the transducers. The unit passed all functional and safety tests per factory specifications.